Manufacturer narrative:
Reported event of balloon detached/separated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilation balloon was used during a pylorus dilation procedure performed on (B)(6) 2015. According to the complainant, the procedure was completed and the inflation media was removed from the balloon; however, there was still difficulty withdrawing the balloon through the scope. It was noted that there was a hardened part on the tip of the device. Part of the balloon material detached into the patient, and the balloon material was left in the patient to pass naturally. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the complaint device found that the balloon was in a relaxed, deflated state, and the catheter was kinked. Functional analysis found that the balloon was able to inflate fully; however, a simulation of the balloon withdrawal could not be performed as the balloon could not be inserted into the endoscope even with the application of a vacuum. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. It is probable that the user experienced difficulty withdrawing the device through the endoscope as a result of the balloon having a relaxed shape post-dilation. It is also likely that the user applied excessive force while attempting to withdraw the device, resulting in the catheter kinking. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilation balloon was used during a pylorus dilation procedure performed on (B)(6) 2015. According to the complainant, the procedure was completed and all the inflation media was removed from the balloon; however, there was still difficulty withdrawing the balloon through the scope. It was noted that there was a hardened part on the tip of the device. Part of the balloon material detached into the patient, and the balloon material was left in the patient to pass naturally. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.